Event description:
We are operating the malem alarm correctly, but it continues to have a mind of its own. The alarm is erratic and unpredictable. When turned on, it is fine and the buttons work. However, when the sensor is plugged into the alarm with the sensor lifted up, the alarm starts to make a small vibration which can barely be heard. Within a few mins, the alarm starts getting warm and hotter. About 30 mins later, it's hot to touch and 45 mins later, the batteries leak out and the back of the alarm where the batteries are placed deformed. Intense heat from this device. I am lucky that my daughter was not wearing it when this happened.